Event description:
This MDR is follow up 1 to reported the investigation findings of the defective needle. No further follow-up or investigation is anticipated.

Manufacturer narrative:
Both needles were returned to the manufacturer for investigation. Both needles were subjected to electrical testing, and passed with electrical parameters within specficiations. The reported malfunction could not be confirmed, and the root cause was not determined.

Event description:
It was reported that two iceforce needles were used for a cryoablation procedure. During the first thaw cycle, the patient experienced twitching. The doctor was not concerned and continued with the procedure. The case was completed with no injury to the patient. The needle will be returned for investigation.